Event description:
During primary surgery, the trial fit fine, when press fitting the femur, the femur did not fit. Each attempt to press fit made lug holes bigger. Attempted two different sizes and then chose to implant a cemented femur. The surgery was extended approximately one hour

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of the investigation once it has been completed.